Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.5/1.5/86 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The lens was later exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angels. This exchange resolved the problem. Cause of the event was reporter as unknown.